Event description:
The patient was intubated with a 3.5 oral ett with a stylet. No difficulty inserting ett. When attempting to pull the stylet out after insertion, there was a lot of resistance and then it came out suddenly, however the plastic sheath around the bottom of the stylet was missing a section of approx 3-4 cm. The patient was re-intubated with a new 3.5 ett. The plastic piece that was missing from the stylet was lodged inside the middle of the old ett.====================== manufacturer response for intubating stylet, cardinal (per site reporter).